Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right ventricular lead impedance measurement had fluctuated from 240 to 890 ohms. During a device change out procedure for normal battery depletion, the lead was inspected and found to hae insulation damage. Subsequently the lead was explanted and a new lead was successfully implanted. No additional measurements were provided and no adverse patient effects were reported. The field representative indicated that the lead will likely not be returned as he believes it was discarded by the hospital staff. At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.